Event description:
Balloon catheter inserted during angioplasty procedure on 7/13/94.removal attempted 7/15/94 by cardiovascular technician but stopped due to increased resistance. Guide wire advanced into catheter by cardiologist but unable to withdraw catheter. Contrast injected through balloon and distal thoracic aorta position confirmed. Catheter withdrawn into distal external iliac artery but unable to withdraw further. Surgical removal via exploaratory lap required.